Event description:
It was reported that signal loss over one hour occurred. No product was provided for evaluation. Data was provided but confirmation of the allegation and the probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.